Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered myocardial infraction requiring surgical intervention. During the procedure, no errors or anything out the ordinary was observed. The procedure was successfully completed. Post-procedure, the patient complained about chest pain while under inpatient care. An electrocardiogram was done on the patient and revealed ¿slight¿ st irregularities. The patient was moved to the cardiac catheterization lab and an angiogram showed a ¿blocked¿ left circumferential artery. The patient received a stent and remained stable until discharge. The patient was being observed on an inpatient basis; it is unknown if extended hospitalization was required. Patient¿s outcome is fully recovered. Physician expressed the opinion that the myocardial infraction was most likely not related to the ablation procedure but to the patient¿s condition. An intracardiac ultrasound was done which confirmed pericardial effusion prior to or post procedure. No findings of pericardial effusion were mentioned during the reminder of the inpatient care. After having knowledge of this event, the biosense webster, inc. Representative reviewed the case with the physician. The ablations applied to suppress and eliminate the target premature ventricular contraction (pvc) were near the aortic valve. All of the ablations were reviewed for any irregular data, including using replay to visualize the position of the catheters during the procedure. There¿s no evidence that the ablation catheter entered the left main artery. On one of the ablation points, there was an impedance rise. Radio frequency application was stopped within 2 seconds of the rise in impedance and the ablation catheter position was confirmed using replay during the review. The ablation settings during the procedure included 30 watts, time limit: 60 seconds, noted catheter temperature: 32-35 degrees celsius, impedance mid 140¿s ohms with drop during ablation. The activated clotting time (act) maintained between 300-350 seconds. Retrograde aortic approach was used with no long sheaths. The thermocool® smart touch® sf bi-directional navigation catheter contact force was zeroed prior to ablation and after warm-up period. Irrigation flow was at 2 ml maintenances and 8 and 15 ml during ablation as per normal.